Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. During preparation of a procedure, a 2.50 x 16 synergy ii drug-eluting shaft broke occurred as it was being advanced through the 6f guide catheter. The device was removed without any issue. The procedure was completed with another of the same device without further incident and the patient was noted to be stable.